Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 103 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.